Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A visual inspection was performed and showed no damage to the device. Functional inspection, confirmed the device, failed to charge due to the dc inlet port and battery are defective, establishing a relationship between the event reported and the device. The device failed to generate negative pressure and the root cause was establish as the vacuum port was defective. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device was found unable to operate on ac power and generate negative pressure due to the vacuum motor and the battery are defective. The device also failed the blockage and leak tests. No patient was involved because this was found during service and repair.